Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon opened the package and no implant was in the inner tyvek container. Surgery was delayed 2 hours.

Manufacturer narrative:
This report will be amended when our investigation is completed.